Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as red and itching under the front therapy pad. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient initially used cortisol ointment then was prescribed fenistil lotion from a medical professional. The irritation improved. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as red and itching under the front therapy pad. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient initially used cortisol ointment then was prescribed (B)(6) lotion from a medical professional. The irritation improved.